Event description:
Implant achieved primary stability but at time of restorative implant was loose.

Manufacturer narrative:
Visual evaluation of product under 65x magnification showed no signs of physical defects.